Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps had unintended shutdown while administering two vasopressors during patient infusion. When the nurses entered the room to complete bedside assessment, the pumps were found to be off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.